Event description:
It was reported following an unrelated surgical procedure the patients ipg was unable to communicate with external devices. Troubleshooting was able to recover the device resolving the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.